Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain and rupture. The device remains implanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture and pain was reviewed on june 10, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device was explanted.